Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined pushed in battery pins were the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.